Event description:
It was reported to philips that the device can't take co2 measurements nor calibrate co2. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) found that due to co2 measurement issues the co2 module requires replacement. Upon conclusion of the evaluation, it was determined that the co2 module requires replacement. It was replaced and the co2 was calibrated. The device passed testing and was put back into service.